Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not reverse, the locking mechanism was blocked, the reverse trigger was locked and the device had excessive oxidation inside due to incorrect lubrication routine. It was further determined that the device failed pretest for check for air leak, check reverse locking mechanism, check attachment coupling with attachments, check triggers for forward / reverse mode and check the power with test bench: minimum 110 to 160 watt. It was noted in the service order that the device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.